Manufacturer narrative:
During further evaluation of the device, service confirmed the customer¿s reported leak and found it was due to a cut in the bending section cover (a-rubber). In addition, leaks were observed due to deformation of the scope connector and the electrical connector. The distal end had a dent, and the rubber adhesive on the distal end had detached. Due to wear of the angle wires, the bending angulation in the up/down direction did not meet specification. Due to damage on the charge-coupled device unit, white dots were observed on the image. The universal cord and connecting tube demonstrated scratches due to physical stress from handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leak in the bending section cover. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion tube was peeling. This report is being submitted for the malfunction found by service during the device evaluation [coating peeling].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by physical stress. Users can detect the suggested event properly by handling the device in accordance with the following the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.